Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The customer was instructed to return the defective pump using a pre-paid ups label within 10 days and to put the pump into storage mode before returning it. There was no backup therapy available, so the customer planned to contact a healthcare provider.